Event description:
The customer reported that prior to use on a patient and after the completion of the autofill process, the iabp shutdown. The customer rebooted the iabp and it shutdown two more times. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The iabp is under investigation and a supplemental medwatch form will be submitted when additional information becomes available. (B)(4).